Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unreported date the patient was switched to hemodialysis during the event of the infection. At the time of this report was received, the patient was performing pd therapy again. At the time of this report the outcome of this event was not reported. No additional information is available.